Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Customer's insulin was currently suspended due to the altitude alarm condition. Technical support was unable to troubleshoot further at the time due to a cartridge fit issue, with no previous reports of the same issue concerning the pump's serial number within the past month. No additional information was received regarding corrective actions taken.